Manufacturer narrative:
The instrument was returned and evaluated. No reason for return was provided. Engineering observed tube damage at the distal end during visual inspection. The distal end of the main tube has various scratch marks with light material removal. Scratches are .085 - .140 in length and not aligned with the tube axis. Evidence was not conclusive, but damage may have been caused by mishandling/misuse. There was 1 use left. No other damage was found. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if pertinent additional information is received. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
The customer returned a maryland bipolar instrument with no failure or complaint statement. No patient harm, adverse outcome or injury was reported.